Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed with no anomalies found. Visual summary analysis of the lead indicated apparent explant damage. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead had dislodged with elevated thresholds. The lead was extracted and a new lead was implanted. It was further reported that while revising the lv lead, the right atrial (ra) lead had dislodged. The ra lead was extracted and a new lead was implanted. No patient complications have been reported as a result of this event.